Event description:
The customer stated that she tested her blood glucose using her contour meter and a friend's meter (brand unknown). The contour read 191 mg/dl, while the other meter read 103 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also alleged that she received a control test result of 183 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.